Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a replace battery now alarm on the insulin pump. No harm requiring medical intervention was reported. The troubleshooting was performed. The customer will continue to wear pump until replacement arrives upon inserting a new battery. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on 02/14/2023 13:08:00.000, replace battery alert [73] on 02/14/2023 22:39:00.000, replace battery now alarm [11] on 02/14/2023 23:10:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarms/alerts were noted on event date: 21 insulin flow block alarms starting on 02/12/2023 18:20:53.000. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 1 no delivery alarm during bolus: start time 02/12/2023 18:20:53.000 1 no delivery alarm during basal: start time 02/12/2023 18:30:00.000 4 no delivery alarm during bolus: start time 02/12/2023 18:35:19.000 end time 02/12/2023 18:51:57.000 4 no delivery alarm during basal: start time 02/12/2023 19:01:00.000 end time 02/12/2023 20:25:09.000 1 no delivery alarm during bolus: start time 02/12/2023 20:27:30.000 10 no delivery alarm during basal: start time 02/12/2023 20:35:07.000 end time 02/12/2023 22:25:11.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed required testing. No power alarm/alerts/anomalies noted during analysis, unexpected battery power loss not confirmed. No unexpected insulin flow block alarms noted during analysis, no delivery alarms not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.